Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt's leg gave out while walking. The x-ray shows the implant is fractured. A revision surgery is planned.